Event description:
It was reported that a clinical representative requested review of a ilet user's alarm history after the user experienced high blood glucose when infusion set and cartridge change steps were initiated but not completed, resulting in insulin delivery not resuming. The user reverted to subcutaneous insulin pens for correction and is receiving additional training. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or clinical signs. Investigation included communication with the clinical team and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem consistent with an infusion set and cartridge handling problem related to incomplete cartridge load and infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.